Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. The peritonitis was manifested by cloudy effluent and abdominal pain for two days. It was not reported if the patient was hospitalized for the event. The patient was treated with unspecified treatment (dose, route and frequency not reported) for the event. Patient outcome was not reported. Action taken with dianeal therapy was not reported. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). (B)(6). It was reported during follow up that the patient experienced a breach in aseptic technique which resulted in peritonitis. The breach was not further described. The patient was hospitalized on (B)(6) 2014 for twenty days. The patient was treated with an unspecified antibiotic intraperitoneally. It was reported that the patient was retrained on aseptic technique and had recovered from the event. (B)(4). This is a report of a use error that resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4) . The sample was not returned for evaluation; therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.